Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up in clinic. During examination of the lead, it was noted there was noise on the atrial lead causing mode switching episodes. The noise was a previously known issue and was reproducible. The physician elected to not complete any programming changes and the atrial lead will be monitored remotely. The patient was in stable condition.